Manufacturer narrative:
Added: h2 (type of follow-up report). Updated: b5 (event description), g3 (date received by manufacturer), g6 (type of report), h6 (component code, type of investigation, investigation findings, investigation conclusions). The device involved in this case was received by our product evaluation laboratory. An unknown black particle, approximately 2x3 mm in size, was found inside pressure tubing at 26 cm from distal male luer. Unknown particulate appeared attached to inner surface of pressure tubing. The particle did not dislodge during 5 minutes of continuous flushing. No particulates found on filter paper. The particulate was sent to chemistry lab for further analysis. Ir spectrum of unknown material showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material. Evaluation results revealed that the reported event was confirmed. Further investigation was completed by the engineers in the manufacturing site. It was determined that this issue is potentially related to the supplier process; therefore, the supplier has been notified in order to perform an investigation to avoid the recurrence of this issue. Consequently, no further action is required at this time; however, all events will continue to be reviewed and monitored. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, this disposable pressure transducer tubing had black unknown substances inside (see image attached). There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.

Event description:
As reported, this disposable pressure transducer tubing had black unknown substances inside. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.